Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert via the remote monitoring system. It was found that the shock impedance measurements were greater than 125 ohms. No adverse patient effects were reported. The lead remains in service.